Event description:
It was reported through a journal article that three of the patients encountering a loosened tibial implant also complained of subjective knee instability. Physical exam showed coronal plane laxity and knee effusion. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4) g2: iran. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products. Unk knee femoral lot# unk, unk knee bearing lot# unk. Arash sharafat vaziri, mda, b, mohammad naghi tahmasebi, mda, b, hoseinali hadi, mdc, sina javidmehr, mdd, sohrab keyhani, mde, zahra vahdati, mda, hossein nematian, mda, b, yalda farahmand, md. The impact of cementing techniques on implant longevity in relation to keel length in persona and nexgen knee arthroplasty: a comprehensive study. Arthroplasty today 31 (2025) 101608. Journal homepage: http://www.arthroplastytoday.org/.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected, updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.